Event description:
It was reported that upon delivery of the intraocular lens (iol) through the tip of the cartridge, the tip got stressed and had hairline split while the tip was inside the incision. Reportedly customer is not hydrating the lens for the specified amount of time per dfu (directions for use) as customer feels that it allows the lens to open faster in the eye if it is not compressed as long in the cartridge. No further information is available.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ asked but not available. Section b3: date of event: during june 2023. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.